Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) occurred during initial drain was not confirmed due to a lack of sample. User error was suspected. Labeling review is found adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume, this situation occurred during the initial drain. The home patient (hp) stated there was air in the patient line. The technical services representative (tsr) assisted the hp with ending therapy and start over with new supplies. There was patient involvement. No patient injury or medical intervention. A follow up was done via phone, the hp stated the line did not prime all the way. The hp discarded the supplies and the lot number was not known. The hp stated, she resumed therapy using new supplies without any problems. No patient injury or medical intervention was reported was the result of this incident.